Manufacturer narrative:
The device is currently being returned to the resmed technical service center for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a charging issue. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The reported battery charging issue was confirmed. The investigation determined that the device fault was due to an isolated component failure within the battery. The component failure was a result of physical damage to the ac power source. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).